Event description:
It was reported that following an uncomplicated intraocular lens (iol) implantation in the right eye tass was identified. One (1) day post procedure an anterior chamber washout was performed and treated with tobradex, dexamethalone, yellox and floxal drops. Patient's bcva decreased. Va after cataract surgery were ucdva 0,8+2, bcdva 1,0--1 and bcnva 1.0 with add:2,5 and one (1) day after the intervention they were ucdva: 0.6+2 and bcdva: 0,6+2. Slit lamp findings at one week follow up was clear cornea, the anterior chamber was significantly quieter, there was no fibrinous exudate on the lens, the capsulorhexis margin was clear and there was no hypopyon (sediment). The pupil was pharmacologically dilated, round, and mobile, the lens was in the capsular bag. Good red reflex was present. The vitreous showed some degeneration (syneresis), without exudation and the optic disc was well-defined with sharp margins, flat (in niveau). The central area of the macula was quiet and unremarkable and the retina was attached, without focal lesions. The vessels caliber was appropriate for the patient's age. Additional information was requested, but not received.

Manufacturer narrative:
The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information, the root cause of this event could not be determined.